Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. Since the serial # of the meter associated with the event was not provided, the device history record could not be obtained.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's initials and weight were not provided. The meter serial # was not provided and therefore, the device manufacture date could not be determined. This event is related to MDR #s 1810909-2021-00105 and 1810909-2021-00107.

Event description:
An advocate called on behalf of her daughter to report that their blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the advocate.